Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of discrepant carcinoembryonic antigen (cea) results for 5 patients tested with a cobas 8000 e 602 module. The discrepant results were not reported outside of the laboratory. Patient 1¿s initial result was 8.8 ng/ml; the repeat was 1.3 ng/ml. Patient 2¿s initial result was 10.2 ng/ml; the repeat was 1.0 ng/ml, 0.2 ng/ml, 0.2 ng/ml, 1.29 ng/ml, and 0.3ng/ml. Patient 3¿s initial result was 8.8 ng/ml; the repeat was 1.3 ng/ml. Patient 4¿s initial result was 11.6 ng/ml; the repeat was 2.5 ng/ml. Patient 5¿s initial result was 221 ng/ml; the repeat was 313 ng/ml. The qc after the repeat tests was acceptable. The analyzer used reagent lot 533421 that has an unknown expiration date.

Manufacturer narrative:
The investigation determined the cause of the event was due to an incorrectly installed incubator cover causing carry-over contamination to the samples.